Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported broken cannula or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s911usqs5cxjx cloud - smartphone hardware sm-s911u cloud - cgm sensor type. *please note, that section d is capturing the device identifiers as reported by the complainant.   This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that when the pod was removed from the infusion site after 48 hours, the cannula broke off in the infusion site. The patient also reported insulin leaking while wearing the pod and swelling at the infusion site.